Event description:
The patient's pocket site opened. The doctor cleaned the wound, swabbed for possible infection and resutured the wound. Cultures were negative for infection.

Manufacturer narrative:
The device remains implanted. This is the final report.